Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.

Event description:
The haptic of a CT lucia 602 lens broke after insertion. It was explanted and removed in the same procedure with another CT lucia 602 lens. No patient harm was reported.

Manufacturer narrative:
Description of changes: field b4: added "date of this report" 03/07/2025. Field g3: updated "date received by manufacturer" to "03/04/2025". Field g6: checked "30 days"", updated to "follow-up, # 1". Field h2: checked "device evaluation". Field h3: updated "device evaluated by manufacturer?" To "yes". Field h6: added "type of investigation" code 10. Field h11: added description of changes. File attachments: attached device evaluation.